Manufacturer narrative:
(B)(4). The insulin pump received with critical pump error due to corroded electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Insulin pump received with corroded battery tube, cracked case and corroded motor home switch. The p cap does lock properly.

Event description:
Information received by medtronic indicated that the battery side was damaged. The customer stated that the reservoir did lock into place. Customer stated that the insulin pump had cosmetic damage. Customer stated that the reservoir and insulin pump does not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.